Event description:
During a meniscal repair, the suture broke. The t's were left in the patient unsupported. An additional fast-fix was used to complete the repair.

Manufacturer narrative:
Device has not been returned for evaluation.